Event description:
Customer experiencing multiple intermittent occlusion alarms. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction injection via manual daily injection and changed the cartridge before resuming insulin delivery. Clinical support recommended the replacement of the pump due to recurring occlusion issues. The customer planned to continue using the current pump until the replacement arrived.